Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/displaced essure coil penetrating the myometrium') and fallopian tube perforation ('tube perforation') in a 45-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty implanting the essure coils especially the left coil". The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, fallopian tube spasm, drug allergy, polymenorrhoea and dysplasia. Concurrent conditions included anxiety, endometriosis and laparoscopy. Concomitant products included ethinylestradiol;norethisterone (necon 21) since 1999 to (B)(6) 2009 for birth control as well as fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, lidocaine, neostigmine, ondansetron, phenylephrine, propofol and vecuronium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("pain: left abdomen/ stabbing pain in left side"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salingectomy and hysterectomy (partial). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: left side:- 04 coils,right side:- 02coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2009: displaced medical device with penetration of myometrium and extension through uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records, menorrhagia, dysmenorrhea, uterine perforation most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Event added: difficulty implanting the essure coils especially the left coil. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/displaced essure coil penetrating the myometrium') and fallopian tube perforation ('tube perforation') in a 45-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty implanting the essure coils especially the left coil". The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, fallopian tube spasm, drug allergy, polymenorrhoea and dysplasia. Concurrent conditions included anxiety, endometriosis and laparoscopy. Concomitant products included ethinylestradiol;norethisterone (necon 21) since 1999 to (B)(6) 2009 for birth control as well as fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, lidocaine, neostigmine, ondansetron, phenylephrine, propofol and vecuronium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("pain: left abdomen/ stabbing pain in left side"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salingectomy and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: left side:- 04 coils,right side:- 02coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-aug-2008: total bilateral occlusion. Pathology test - on 31-mar-2009: displaced medical device with penetration of myometrium and extension through uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records, menorrhagia, dysmenorrhea, uterine perforation lot number: 626458 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/displaced essure coil penetrating the myometrium') and fallopian tube perforation ('tube perforation') in a 45-year-old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, fallopian tube spasm, drug allergy, polymenorrhoea and dysplasia. Concurrent conditions included anxiety, endometriosis and laparoscopy. Concomitant products included ethinylestradiol; norethisterone (necon 21) since 1999 to (B)(6) 2009 for birth control as well as fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, lidocaine, neostigmine, ondansetron, phenylephrine, propofol and vecuronium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("pain: left abdomen/ stabbing pain in left side"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salingectomy and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: left side:- 04 coils,right side:- 02coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2009: displaced medical device with penetration of myometrium and extension through uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records, menorrhagia, dysmenorrhea, uterine perforation. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Events pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/displaced essure coil penetrating the myometrium') and fallopian tube perforation ('tube perforation') in a (B)(6) year old female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, dyspareunia, fallopian tube spasm, drug allergy, polymenorrhoea and dysplasia. Concurrent conditions included anxiety, endometriosis and laparoscopy. Concomitant products included ethinylestradiol;norethisterone (necon 21) since 1999 to (B)(6) 2009 for birth control as well as fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, ketorolac, lidocaine, neostigmine, ondansetron, phenylephrine, propofol and vecuronium. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("pain: left abdomen/ stabbing pain in left side"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 months 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: left side: 04 coils, right side: 02coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Pathology test on (B)(6) 2009: displaced medical device with penetration of myometrium and extension through uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records, menorrhagia, dysmenorrhea, uterine perforation. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Previously reported event "injury" updated to "perforation (uterus)", event- " abdominal pain" reporters, concomitant drugs, concomitant conditions, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.